Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. The coating/additive appeared abnormal as it seems that coating run down occurred. Bd determined that the root cause of the indicated failure mode was attributed to a clogged nozzle and normal processes include a visual inspection by a technical associate every one (1) hour. Further processing of the tube occurred as a result of inadequate purging of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was discolored/abnormal additive form. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "there is an additive abnormality. The spraying of the additive silica and coating of silicone was not performed properly."